Event description:
During the implant procedure, varying low voltage impedance and variable capture threshold were observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported events of unacceptable capture and varying low voltage impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.